Event description:
A pt's daughter reported experiencing inaccurate erratic results with a profile meter. The pt's blood glucose results were 314 and 551mg/dl on the profile. Tests were done 6 minutes apart with a difference of 49%. Pt did not experience any adverse events. The daughter was awaiting a call back from the doctor after leaving a message with his office. While on phone with customer service rep at lifescan, another back to back test was done with results of 215 and 217. No further info has been reported.